Event description:
It was reported the system was explanted due to infection. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.